Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. In 2015 patient had multiple wound healing problems. Now renewed wound healing problems with impending perforation and infection of the pocket, the decision was made to explant the whole implantable cardioverter defibrillator system. The patient was in good condition before and after the surgery.